Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was implanted to treat a pseudocyst during a procedure performed on an unknown date. According to the complainant, an axios stent was initially implanted at a different facility. It was reported that the stent had been placed all the way through the colon and that the pseudocyst was being drained through the stomach. The stent was removed by a different facility on an unknown date. Approximately 7-8 months before (B)(6) 2015, the patient presented at the hospital with a fistula between the colon and a resolved pseudocyst. The physician confirmed the fistula with a barium enema. It was also noted that the stent was not in the patient when they presented at the hospital. The fistula was treated with antibiotics. The patient's condition at the conclusion of the procedure was reported to be fine.